Event description:
It was reported that the patient came in to the surgeon's office complaining of hip pain and x-ray revealed a loose acetabular shell. During the surgery it was noted that there was no bone ingrowth on the explanted trident shell.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Stryker orthopaedics created separate and distinct surgical techniques, one for the trident psl shell and one for the trident hemispherical shell in order to clarify the different reaming techniques recommended to achieve initial fixation. The reported event regarding shell loosening involving a trident shell was not confirmed.

Event description:
It was reported that the patient came in to the surgeon's office complaining of hip pain and x-ray revealed a loose acetabular shell. During the surgery it was noted that there was no bone ingrowth on the explanted trident shell.